Event description:
It was reported that the there were impedance issues with the right ventricular (rv) lead. The lead was unable to be explanted andwas capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other product: d154awg defibrillator 2007-(B)(6); 4076 non-defib lead 2007-(B)(6); (B)(4).